Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. The customer also experienced a button alarm, but acknowledged that it was due to something pressing on the button. Customer¿s blood glucose was 350 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.